Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the sample noted a ruptured bladder in a non-footing position. A microscopic examination revealed marking and abrasion on the interior surface of the bladder near the rupture line. The reported problem was confirmed, but the cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of an infusor lv 5 ruptured. This occurred during filling. There was no patient involvement. No additional information is available.